Event description:
The balloon burst in situ after a short period of use. The catheter was removed without any complications.

Manufacturer narrative:
The sample was returned for evaluation. It was not possible to evaluate the balloon on the returned catheter because 3.5 cm of the catheter had been cut off by the user.